Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Event summary: it was reported that patient was implanted with a biolox head on (B)(6) 2019 and underwent revision surgery on (B)(6) 2019 due to infection. Review of received data. - no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis. - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation. - this device is intended for treatment. - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics (sterilization, material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary. It was reported that patient was implanted with a biolox head on (B)(6) 2019 and underwent revision surgery on (B)(6) 2019 due to infection. In-vivo time of the device is one month. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical products and therapy date. Detail of product: item number 00885101336 item name neutral liner 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell lot # 64166632. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to infection one month after the implantation.